Manufacturer narrative:
(B)(6). A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "mist" or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
In addition to the replacement of the catalytic converter and oil mist filter, the fse adjusted the oil mist filter housing springs to resolve the haze/mist/vapor issue. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist/vapor issue was reviewed from october 2017 to april 2108 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the haze/mist/vapor issue is the catalytic converter, oil mist filter and oil mist filter housing springs. The field service engineer replaced/adjusted these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).